Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that she sometimes experiences blood glucose levels greater than 600 mg/dl. The customer's blood glucose this morning was greater than 400 mg/dl. She felt sick to her stomach and had abdominal pain. The customer then stated that she was treated at home by the paramedics due to low blood glucose levels. The customer was not feeling well that morning, and pressed her life alert button. When the paramedics arrived, she was unconscious and had a blood glucose of 25 mg/dl. The customer treated with milk, and refused to go to the hospital. The customer also reported a very scratched lcd screen and not being able to read it because of the scratches. Advised the customer of her out of warranty options, and advised the insulin pump would be replaced. Nothing further was reported.